Manufacturer narrative:
Follow-up #1: date of submission 04/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: the black box showed an unexplained pump reboot on (B)(6) 2017 at 18:16; deliveries never resumed. The last bolus delivery was a 13.0u normal bolus on at 12:06. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the patient experienced an unexplained hyperglycemic event. The reporter was unable to provide any specific blood glucose values, or symptoms that the patient experienced as a result of the alleged event. The alleged blood glucose excursion does not meet animas criteria for a serious injury. This complaint is being reported because there is an allegation against the delivery function of the pump.